Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection and sensor/functional testing were performed. The customer reported concern could not be confirmed, although the force test was on the high side of spec. According to the investigation, no product problem was found, and no further actions needed at this time.

Event description:
Information received a smiths medial cadd solis vip pump alarm cassette would no attach. No patient involvement.